Manufacturer narrative:
The device in question was not returned to olympus for investigation. The forcep has been discarded following the procedure. The hosp reported that one pt was admitted to the hosp due to the tear on the mucosal wall noted during the exploration of the colon. The pt as seen in the emergency room, but no surgery was performed, since there was no excessive bleeding that occurred. The cause of the user's experience cannot be determined. This report is being reported as an MDR in an excess of caution.

Event description:
The hosp reported that this serrated jaw forcep is taking a larger biopsy sample than the customer desires when collecting sample tissue. The customer further reports that this forcep tears mucosal samples, rather than cleanly bites samples from the mucosal wall. In addition, the customer has observed a hematoma forming as the forcep is collecting tissue.